Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event deflation was received on april 03, 2025. With lot number 616293. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a cracked valve seat diaphragm valve. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted and replaced.